Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. Found both sensor needles bent inside the sensor. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating issues with the serter being stuck to the sensor. The patient's blood glucose was 180 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.